Manufacturer narrative:
Concomitant medical devices: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161407a/21321635 UDI: (B)(4). Patient medications include but are not limited to: lixiana. (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The iliac branch component(ibc) was placed at the right iliac artery, and then two internal iliac components(iic) were placed. Angioplasty was performed as intraprocedure imaging showed type iii endoleak at the junction between ibc and iic. Post angioplasty, imaging showed the endoleak had been resolved. Post full deployment of the trunk-ipsilateral leg component imaging showed a type iii endoleak at the contralateral gate level, at the junction between the ibc and the contralateral leg component (bridge graft) again at the junction between ibc and iic. Angioplasty was performed at the junction of the contralateral gate and (bridge graft) ibc and the endoleak was resolved. The physician chose not to perform additional angioplasty of the ibc and iic. An additional contralateral leg component that was implanted to intentionally covered the right internal iliac artery and resolved the endoleak. The patient tolerated the procedure. The physician reported that the type iii endoleak had been not easily resolved and may have been caused by the anticoagulant(lixiana) the patient was taking. It was also reported that the each junction overlap had been approximately 30mm.